Event description:
A patient who was enrolled in a study underwent a da vinci assisted cholecystectomy surgical procedure. The procedure was completed robotically. The surgical procedure was complicated and due to her frailty and diabetes, eight days after the procedure, the patient developed an infection which degenerated into a serious abdominal wall necrotizing fasciitis which needed vacuum-assisted closure (vac) treatment and several redo-surgeries. There is no correlation with the da vinci system but only with her medical frailty. The patient is currently recovering. It was reported that the necrotizing fasciitis was related to her pre-existing frailty, no relationship to the da vinci platform. There was no report of a da vinci device malfunction.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed as there is insufficient or unconfirmed product/event information.